Event description:
It was reported that a patient experienced a return of pain and, during evaluation for what was expected to be a routine battery replacement, device interrogation identified lead impedance issues on multiple contacts with multiple contacts out. The rep reported the lead was fractured/damaged/broken. It was reported that the physician elected to perform a device revision to replace the affected lead, and the impedance-affected lead was removed. It was reported that during the revision the other intact/normal lead was cut, and two new leads were implanted to replace the leads, with optimal coverage of the patient¿s painful areas. The issue was reported as resolved, the patient was reported alive with no injury, and the cause was reported as unknown. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 22-oct-2022, UDI#: (B)(4); product ID: 97 7a260, serial/lot#: (B)(6), ubd: 15-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.